Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual examination of the returned product identified the dovetail feature exhibits damage (flared out). Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed with persona. During operation, the articular surface could not be firmly fixed in the tibial base plate. Several insertions were tried, but the surface was not fixed. Subsequently, 11mm surface was used to complete the procedure although 10mm surface was planned.